Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The foreign material was unable to be confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified and 90% stenosed mid right coronary artery and 95% stenosed proximal left anterior descending (lad) artery. A 3.5 x 28 mm xience xpedition stent delivery system was being advanced to the lad when the device could not cross the lesion due to the anatomy and it was noted there was foreign material on the tip of the device. There was resistance with the anatomy when removing the device. A 3.5 x 28 mm non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4).